Event description:
The customer reported the left monitor was not displaying images. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.